Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. The device history record [DHR] of potential related lots was reviewed and no nonconformance reports or other abnormalities during the assembly of these lots were found. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
It was reported by biomedical that patient's registered nurse reported fluid leaking inside the cassette door when the registered nurse cancelled the treatment. The patient's peritoneal dialysis registered nurse (pdrn) later reported that the cycler alarmed with air in the cassette and the treatment was canceled. Patient performed continuous ambulatory peritoneal dialysis in order to complete treatment. The patient's pdrn opened the door in the morning and the water was coming out. The patient did not experience any adverse events due to the fluid leak. The patient was prescribed antibiotics for an undisclosed reason and no further antibiotics were prescribed. The set was discarded.